Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the implantable cardioverter defibrillator (ICD), the setscrew was "not working," and the physician was unable to get the screwdriver into the "mechanism." When the screwdriver was removed the "mechanism fell out." The device was not used. During implant of the right ventricular (rv) lead, the lead exhibited poor sensing and the helix would not deployed. The lead was not use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged right ventricular (rf) connector setscrew block. The returned device indicated a rv grommet issue foreign material on bottom grommet surface). The returned device indicated a damaged rv grommet. The returned device indicated foreign material on rv set screw. The returned device indicated a rv set screw with a rounded socket. The returned device indicated a damaged rv set screw. The returned device indicated the rv set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.